Manufacturer narrative:
Device component code relates to device problem code for the reported event of side car - rx pushback. Visual analysis of the device found the full length of the side car-rx to be torn and presented pushback out of specification. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the side car-rx was torn. Additionally, the side car-rx presented pushback out of specification. The pushback and torn side car-rx could cause difficulty in tracking the device over the guidewire and into the papilla. Per the event description, it appears the damage occurred after the initial removal of the stone. Therefore, the most probable root cause is ¿operational context.¿ the device history record review was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2015. According to the complainant, after removing the stone from the common bile duct, the device was removed from the endoscope. While washing out the biliary sludge from the wire, the side car-rx (guidewire port) was found to be torn. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.